Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Added information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the image display issues likely occurred due to a defect of the charged coupled device, failure of the internal board of the scope connector and/or a system issue. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide investigation codes based on the legal manufacturer's investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had image display issue. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: defects of the bending section and insertion tube, adhesive of distal end or bending section is chipped or peeling off, breakage due to physical stress (handling problem), defects of the universal cord/video cable, insufficient cleaning (handling issue), and image display issue. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.